Event description:
Sales rep reported that surgeons experience torn capsules. The surgeries were completed without incident and the pt outcome was good.

Manufacturer narrative:
The returned tip was without burrs, scratches or anomalies that would cause a capsule rupture however the silicone sleeve was improperly positioned on the tip exposing a metal surface.